Event description:
It was reported that the foot pedal stuck and the system produced uncommanded x-rays. There is no report of pt involvement, injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the foot pedal. The system operates as intended. There was no pt present, therefore there was no accidental radiation occurrence.